Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation the pins on the battery board were shorted, preventing the charger from charging a battery pack. The cause of the shorted pins was isolated to a solder bridge across two pins. The root cause of the solder bridge was a manufacturing error at the board supplier. A supplier corrective action has been initiated. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned charger sn: (B)(4) to report that the charger was unable to charge a battery pack.